Manufacturer narrative:
The following devices were also listed in this report: unknown_cork_product; cat# unk_shc; lot# unknown; unknown_cork_product; cat# unk_shc; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to an infected hematoma. The patient's mdm/adm liner construct and femoral head were swapped for like devices. Rep reported that no further information will be available.